Manufacturer narrative:
Product has not been returned to MFR for eval and is not expected. Unable to determine what the cause of this issue was as limited info was received from rptr. Unk if product was repaired or replaced at this time or if product is still in use. Product did exceed its expected life.

Event description:
Rptr stated, the user lost control on a ramp when motor went out causing user to fall out of chair and break arm.